Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion of dexmedetomidine through a syringe pump, a crack and leak were observed at the extension set. The medication syringe and tubing were changed and infusion was restarted. Within one hour, the goal for patient's sedation level was met and the irritability and discomfort were gone. The event occurred in pediatric ICU. Although requested, additional information was not provided.